Manufacturer narrative:
Patient weight not provided for reporting. Not implanted or explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis.

Event description:
It was reported that during an orthopedic procedure on (B)(6) 2018, while the surgeon placed cannulated locking screws into the head of the 3 hole proximal humerus plate, the locking screws did not lock into the plate on 2 separate occasions with 2 separate screws. The surgeon used the screwdriver shaft with torque limiting attachment on a power driver to insert the screws. While doing the final locking by hand, the screws continued to turn in the holes as if they had been stripped out. The plate and screws were removed and replaced with a new plate and locking screws were inserted. The new screws locked into the new plate accordingly. It is unknown if there was a surgical delay. There was no patient consequence reported. Concomitant devices reported: unknown screwdriver shaft (part # unknown, lot # unknown, quantity 1), unknown torque limiting attachment (part # unknown, lot # unknown, quantity 1), unknown power driver (part # unknown, lot # unknown, quantity 1). This report is for one (1) 3.5mm lcp® proximal humerus. Plate-standard 3h shaft/90mm. This complaint involves two (2) devices. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Two (2) different locking screws did not lock into the same plate. Procedure was successfully completed with a surgical delay of 5-10 minutes. Patient outcome was stable. Concomitant devices: screwdriver shaft (part: 03.240.002, lot: unknown, quantity: 1). Torque limiting attachment (part: 511.773, lot: unknown, quantity: 1). Power driver (part: unknown, lot: unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluated by MFR, device manufacture date: a device history record (DHR) review was conducted: part: 241.901, lot: l657200, manufacturing site: raron, release to warehouse date: 21. Nov. 2017. The device history record shows this lot of 10 pieces was processed through the normal manufacturing and inspection operations with the nonconformity nr noted. This was a planned nonconformity as one cleaning machine for preliminary cleaning was out of order at the mfg site. Therefore, the preliminary cleaning step was made on another comparable machine. This nc was planned and had no influence on the product or the locking threads and is not relevant for this complaint. Finally, it can be concluded that this lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there was a planned nc documented during the manufacture of this product which was not relevant for the quality and would contribute to this complaint condition regarding the locking function. Device evaluated by MFR: a product investigation was conducted. The implant was received with the reported condition of ¿device interaction (2+ devices) unable to assemble: rm¿. The following investigation flow were performed: device interaction/functional: visual inspection performed at customer quality (cq) observed thread damage on the holes labeled la & ld (per relevant drawing) which would of resulted in the complaint condition. The balance of the implant is in fair condition. A functional test could not be performed as the locking screws that resulted the discovery of the complaint issue was not returned. The received condition does agree with the complaint and could not be replicated due to reason stated above. Dimensional inspection: a dimensional inspection could not be performed due to geometry of the plate and observed damage would make it difficult to obtain accurate measurements at cq. A device history review, was performed for the returned instrument¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. A review of the current design drawing and the drawing revision at the time of manufacture was performed and no issues were identified. The complaint condition was confirmed. A definitive root cause for the given complaint condition could not be determined. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.